Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had an insulation breach while doing a venogram. Boston scientific technical services (ts) states that with a suspected insulation break, if a shock is needed, it will follow the path of least resistance, which would be through the break. This causes the energy to follow a pathway that it was not intended to follow, and the device circuit is blown. Additionally, ts also stated to consider a maximum energy-commanded shock first. The lead remains in service. No adverse patient effects were reported.